Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying an inaccurately high result compared to her feelings. The following complaint was classified based on customer care advocate (cca) documentation. The patient alleged that the product issue began around lunch time on (B)(6) 2010. The patient reportedly tested her blood sugar on the subject meter and obtained results of "168 and 174 mg/dl". The cca documented that the patient manages her diabetes with oral medication (medication specifics not provided). The patient confirmed that the alleged product issue did not cause the patient to change her usual diabetes management routine. Two to three hours after the alleged high reading was obtained, the patient claimed that she developed the symptom of "shaking". It is not known if the patient attempted to test her blood glucose on the subject meter at the onset of her symptom. The patent reportedly treated herself with a glucose tablet/gel. The patient denied using any other meter to test her blood glucose. During the troubleshooting session, the cca walked the patient through a quality control test on the subject meter and control test result was not within normal range. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims she obtained an inaccurate high reading on the subject meter and reportedly developed a symptom suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.